Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced an intermittently unresponsive sleep/wake button that failed to wake the device multiple times per day on several days per week, with episodes sometimes resolving spontaneously after approximately an hour; the user was able to restart the device when the button became responsive and will capture video if the issue recurs. Symptoms included no adverse clinical effects, with blood glucose reported as unaffected and no alerts or alarms reported. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education, including request for event documentation by video and a device restart. Investigation of this case revealed an intermittent device user-interface responsiveness issue consistent with a potential hardware switch or housing interface concern, with normal device function between episodes. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending further evidence.